Event description:
Through article "prepectoral and retropectoral breast-implant-associated anaplastic large-cell lymphoma" a healthcare professional reported right side "itching", "pain", "skin lesion", "asymmetry", "periprosthetic seroma", and "bia-alcl." Histopathological markers cd30+ and alk- have been received. The device was explanted. Treatment: wide local excision of the block, including the scar with the lesion, total capsulectomy, device removed. Two weeks later, the patient felt a lump in right rib cage. Through follow-up with involved physician and article, patient was noted to have passed away.

Manufacturer narrative:
Journal article citation: ziegler-rodriguez g, garces-ruiz m, de la cruz-ku g, ziegler-rodriguez o, ziegler-gutierrez o, garces-castre m, montes-gil j, neira j, taxa-rojas l, cebrian r, chatterjee a. Prepectoral and retropectoral breast-implant-associated anaplastic large-cell lymphoma. Plastic and reconstructive surgery global open. 2024 jan 10;12(1):e5520. Doi: 10.1097/gox.0000000000005520. Pmid: 38204871; pmcid: pmc10781137. Contributing authors: gonzalo ziegler-rodriguez, md, facs instituto nacional de enfermedades neoplasicas (inen); lima, peru. Clinica ziegler; lima, peru. Universidad peruana de ciencias aplicas (upc), lima, peru. Milko garces-ruiz. Instituto nacional de enfermedades neoplasicas (inen); lima, peru. Universidad peruana de ciencias aplicas (upc); lima, peru. Gabriel de la cruz-ku, md. University of massachusetts medical school; worcester, mass. Universidad cientifica del sur; lima, peru. Otto ziegler-rodriguez, md, facs. Clinica ziegler; lima, peru. Universidad peruana de ciencias aplicas (upc), lima, peru. Otto ziegler-guttierrez, md, facs. Clinica ziegler; lima, peru. Universidad peruana de ciencias aplicas (upc), lima, peru. Milko garces-castre, md. Universidad peruana de ciencias aplicas (upc), lima, peru. Jaime montes-gil, md. Instituto nacional de enfermedades neoplasicas (inen). Lima, peru. Jimena neira, md. Instituto nacional de enfermedades neoplasicas (inen). Lima, peru. Luis taxa-rojas, md. Instituto nacional de enfermedades neoplasicas (inen) lima, peru. Rosa cebrian, md. Department of radiology; clinical ricardo palma; lima, peru. Abhishek chatterjee, md, facs. Division of plastic and reconstructive surgery; department of surgery, tufts medical center; boston, mass. The events of seroma-late, breast mass, lymphoma-alcl and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Alcl diagnosed between march 2020 and august 2020. The event of death was noted in the article as "patient was unfortunately lost to follow-up 9 months after the hospitalization". Upon further follow-up with dr. Gonzalo ziegler he stated "patient passed away in december 2021". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: right side "periprosthetic seroma", and "bia-alcl" (histopathological markers reported).